Event description:
A customer reported that during a cataract procedure, the footswitch was unresponsive. The case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer ordered a new cable. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).